Event description:
It was reported that during a da vinci-assisted surgical procedure, the wires of the prograsp forceps snapped while being used. There was a delay of less than 15 minutes. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding broken wires was confirmed by failure analysis.